Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was unknown. Customer stated that there is blackish brown discoloration that is starting to cove the icon of the reservoir. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with bleeding lcd glass near the reservoir icon. No missing segments or partial display noted. The insulin pump passed functional testing including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump had cracked reservoir tube lip and minor scratched display window.